Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was hospitalized for the event and was treated with unspecified medication (dose, route and frequency were not reported) for peritonitis. At the time of his report, the patient outcome was not reported. No additional information is available.